Event description:
It was reported that the right atrial (ra) lead dislodged post-operatively. The dislodgement was identified upon pre-discharge evaluation by chest x-ray. High thresholds, no capture, p-wave undersensing and intermittent undersensing were noted. The lead was repositioned the day after placement and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)